Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related MFR report numbers: 3008452825-2016-00130, 3005188751-2016-00069 and 3005188751-2016-00070. Following completion of a pulmonary vein isolation procedure an effusion was noted. The patient became hypotensive and the perforation was confirmed with ice and a transthoracic echocardiogram. A pericardiocentesis stabilized the patient and the right sided flutter ablation was not completed and the patient was transferred to the unit for observation. There were no performance issues with any sjm devices.